Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 15x2.5mm target lesion was located in a severely tortuous and severely calcified left anterior descending (lad) artery. A 2.50mm x 15mm maverick²¿ balloon catheter was advanced for dilatation; however, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. There were numerous hypotube kinks. Microscopic inspection revealed a longitudinal tear in the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 15x2.5mm target lesion was located in a severely tortuous and severely calcified left anterior descending (lad) artery. A 2.50mm x 15mm maverick²¿ balloon catheter was advanced for dilatation; however, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.